Event description:
Additional information received identified the patient's entire scs system was explanted on (B)(6) 2015.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient is experiencing pain and irritation at the ipg site due to a possible infection. Additional information received identified cultures were obtained and infection was confirmed at the patient's ipg site. Surgical intervention is planned for a later date to explant the ipg.

Manufacturer narrative:
(B)(4). Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.